Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact. Technical support confirmed that the indicated battery charge reset to match the actual charge after charging, resolving the issue without further complications. No battery jumping behavior or power source alerts were identified during the log review.